Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the displacement, prime, rewind, and basic occlusion tests. The occlusion and no delivery tests could not be performed due to the motor error alarm. The device also had a cracked display window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during basal delivery. The customer stated that she was unable to rewind. The blood glucose at the time of the incident was 225 mg/dl. The insulin pump passed the displacement and self tests and the customer was able to rewind a prime. She called the next day to report receiving another motor error alarm and a motor position encoder error alarm. Blood glucose value was 112 mg/dl. Troubleshooting was performed. The device was replaced and returned for analysis.